Manufacturer narrative:
(B)(4). The homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. The root cause could not be determined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) after use. The patient was connected at the time of the alarm. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.